Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring a chest tube and hospitalization. The physician believed the pneumothorax was caused by the radial probe and that a pneumothorax would have occurred with another biopsy modality. The biopsy was not completed. Post procedure, the patient experienced a little coughing and oxygen was provided; a chest x-ray confirmed a pneumothorax. The initial size of the pneumothorax was small to moderate. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for a total of 3 days and then discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.